Event description:
It was reported the patient's refractive aim was not achieved due to hyperopia. The lens was explanted without enlarging the incision or patient complications/injury.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, minus 6.5. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and is currently being analyzed at the manufacturing site. Prior to release the lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.